Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had broken tube lip. The customer reported that they were not able to take out the reservoir. The customer's blood glucose was 325 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.